Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/10/2019. The manufacturer¿s international service technician replaced the speaker on mc pcba side preventively. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
The customer reported a "check vent: primary alarm failed" alarm occurred. There was no patient involvement.